Manufacturer narrative:
In this MDR, bd ds headquarters in (B)(4) has been listed as fukushima is an OEM manufacturing site. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a class 1, preamendment device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) media was contaminated. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, the media was found to be contaminated before usage.

Manufacturer narrative:
H.6 investigation summary: material #: 251239. Lot/batch #: 2082588. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were observed relating to contamination. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use, bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) media was contaminated. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, the media was found to be contaminated before usage.